Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible on the stent implant, balloon and shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was separated 70.5 cm distal to the strain relief tubing and was hanging by a piece of the jacket material. The hypotube fracture face was oval shaped as if kinked prior to separation. There was a bend in the hypotube 3.5 cm proximal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was not properly supported and inadvertently handled during insertion into the introducer sheath, causing the hypotube to kink as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation of the kinked hypotube would have led to the separation. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that during advancement into the patient anatomy, the 3.0 x 12 mm xience v stent system was inserted into the introducer sheath and a kink was noted in the shaft of the device. The stent system was removed. There was no clinically significant delay and no adverse patient effect. Return device analysis revealed that the hypotube was separated 70.5 centimeters (cm) distal to the strain relief tubing and was hanging by a piece of the jacket material. Information received indicates that the device was not intentionally manipulated to cause the separation. Additional information received indicates that there was no resistance noted during advancement or withdrawal. The device was originally reported to have a kink in the shaft, noted upon insertion into the introducer sheath. New information received indicates that the device separated while in the introducer sheath. Although requested, no additional information was provided.